Event description:
The customer reported that the PICC was leaking after chemotherapy infusion started. Infusion was stopped and PICC removed. Patient was admitted overnight for observation. Additional information received 02/03: the fracture was internal at 19cm. The patient was asymptomatic but was admitted overnight for observation. No negative impact was reported. The PICC was not replaced as the treatment plan changed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed. The product returned for evaluation was 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in between the 19 and 20cm markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of refz3626 showed one other similar product complaint(s) from this lot number.

Event description:
The customer reported that the PICC was leaking after chemotherapy infusion started. Infusion was stopped and PICC removed. Patient was admitted overnight for observation. Additional information received 02/03: the fracture was internal at 19cm. The patient was asymptomatic but was admitted overnight for observation. No negative impact was reported. The PICC was not replaced as the treatment plan changed.